Manufacturer narrative:
The claimed issue was related to unintended standby mode, which was detected during preventive maintenance. The device failed to meet its specifications. There was no patient harm reported. The issue was decided to be reported as it may lead to stop of ventilation. Identification of issue has been done by analyzing problem description and service report. Based on technician statement, the standby valve was defective. The issue has been resolved by replacing the part and the device was delivered to the user in working condition. The root cause to the reported issue has not been determined.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
It was reported that the compressor was unintentionally going into standby mode. There was no patient harm reported. Manufacturer's ref #: (B)(4).